Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07265. It was reported that the right atrial (ra) lead exhibited noise and low p waves. The lead was capped and replaced on (B)(6) 2020. During the procedure, ra lead abrasion was noted. Right ventricular (rv) lead exhibited externalized cables. All measurements were stable. The physician repaired the rv lead with a repair kit. The patient was stable.